Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now without getting prior low battery alarm. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Reportedly, this was the second occurrence of unexpected replace battery now alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan but the customer declined to do so saying she was ready to use it since current batteries were lasting less than half an hour before alert. The insulin pump will not be returned for analysis